Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and eight months later, computed tomography angiogram of chest, abdomen and pelvis with contrast was performed due to abdominal and chest pain, and result showed that there were large bilateral pulmonary emboli. Inferior vena cava filter was in place with its apex tilted towards the posterior wall of the inferior vena cava. After two months, computed tomography of the chest without contrast demonstrated that an infra renal caval filter was present with the tip of the strut appeared to be extend to the epicardial fat. Linear metallic density within the right ventricle was favored to represent a fractured strut from the inferior vena cava filter. After six days, computed tomography angiogram of chest with contrast showed that the pulmonary arteries were adequately opacified for evaluation. No evidence of intraluminal filling defect to suggest pulmonary embolism. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and filter limb detachment. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. Reportedly the detached strut retained in heart and the patient was diagnosed with pulmonary embolism post implant and experienced chest and abdominal pain; however, the current status of the patient is unknown.